Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous proximal left anterior descending (lad) artery. The 3.5x28mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 3.0x18mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.